Event description:
It was reported that an unknown guide wire could not be inserted into a 3.75 x 12 mm nc trek balloon catheter. The guide wire was exchanged for a new one and it also could not be inserted into the same balloon catheter. The balloon catheter was exchanged for another same size nc trek to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned goods analysis revealed balloon peeling.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to insert was confirmed. Additionally, balloon peeling was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.